Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient lost consciousness and a pericardial tamponade was discovered. Bleeding could not be stopped, so the case was aborted. The patient was sent to surgery and the patient became stable. The patient's hospitalization was extended two days. No further patient complications have been reported as a result of this event.